Event description:
It was reported that during preparation of a 2.5 x 80 mm armada 14 balloon catheter, the balloon separated. It is unknown when or why the separation occurred. Another armada 14 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.